Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving bupivacaine (20 mg/ml at 3.701 mg/day) and morphine (5 mg/ml at 0.9253 mg/day) via an implantable infusion pump. It was reported that the patient had been feeling pain at the pump site for about 6-7 months. There were no issues with the pump (no volume discrepancies or alarms) so it was moved to a different pocket area on (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported the patient reported intermittent pain at the pump site. Subsequently, the pump was relocated during a pocket revision surgery. There were no known factors that may have led or contributed to the issue. Diagnostics/troubleshooting included physical examination of the site was performed by the physician. Actions/interventions included surgical revision of the pocket site to a medial location on the same side of the patient's abdomen on (B)(6) 2021. It was unknown if the issue was resolved. The patient's status at time of report was alive - no injury. The patient's weight and medical history were asked and will not be made available.